Manufacturer narrative:
No UDI justification, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an infant under 24-hours-old (gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of the device log shows the logs show that the device initially powered on in adult mode and was switched to neonate mode after approximately one minute. One-step CPR pads were connected. An issue with the ECG signal was noted: although the device detected the "pads on" message and was in the pads view, no ECG signal was displayed. The logs indicate extreme noise in the ECG signal, likely due to poor coupling. This poor coupling could result from various factors, such as electrode placement, insufficient patient preparation, or inadequate pad contact. According to the operator's guide, the advisory and analysis/CPR protocol functions can only be activated when the patient mode is not set to neonate. Therefore, when the user pressed the analysis button in neonate mode, the device did not perform the analysis which is normal operation. Analysis of reports of this type has not identified an increase in trend.